Event description:
It was reported that the xenon light source had a turret error (e104). The issue was found during the service and maintenance. There were no reports of patient involvement.

Manufacturer narrative:
E1 - (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.